Event description:
On (B)(6) 2022, it was reported that this patient was hospitalized for 3 months with peritonitis. There were no reported allegations that the event was related to fresenius products. In a follow-up call, a nurse familiar with the patient clarified the patient did not have peritonitis. Rather, the nurse stated the patient was hospitalized (date unknown) for a duodenal ulcer that completely perforated. While hospitalized, the patient underwent surgery due to the severity of the perforation. It was stated the patient's bowels were infected but this was not peritonitis due to pd therapy. The pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. Moreover, the patient contracted covid 19 during hospitalization and remains in the hospital at this time. Based on the available information, there is no allegation or indication that a fresenius device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).